Event description:
It was reported that occlusion occurred, requiring an additional device. On (B)(6) 2022, the subject underwent treatment with the ranger drug-coated balloon as part of the clinical trial. The target lesion #001 was in the right proximal popliteal artery with 6 mm proximal reference vessel diameter and 4 mm distal reference vessel diameter with lesion length 120 mm with 90% stenosis and was classified as transatlantic intersociety consensus (tasc) ii d lesion. Prior to the treatment of target lesion with study device, pre-dilation was performed by using 4 mm x 40 mm coyote pta balloon. The treatment of the target lesion was performed by dilation using 4 mm x 120 mm ranger drug-coated balloon study device. Following, post treatment was performed by placement of 6 mm x 150 mm innova stent and post dilation was performed using 6 mm x 200 mm charger balloon. Post procedure, the final residual stenosis was noted to be 0%. During the index procedure, chronic total occlusion noted in entire right superficial femoral artery (sfa) was pre-dilated using 4 mm balloon, followed by dilation of entire right sfa using 5 mm coyote balloon. Completion angiogram revealed significant recoil in the superficial femoral artery (sfa) segment due to 5 mm coyote balloon. It was confirmed that the 5 mm coyote balloon led to recoil. In response to the complication, 6 mm x 80 mm innova stent was placed just past the origin of sfa and 6 mm x 150 mm innova stent in the right sfa to above the knee popliteal artery in an overlapping manner which was post dilated using 6 mm balloon. On the same day, the complication was considered to be resolved. The subject was discharged from the hospital on aspirin.

Manufacturer narrative:
A2 - age at time of event: 54 years old at the time of study enrollment. Detailed product information was not provided to bsc. Good faith effort attempts were made to try and retrieve the device batch or lot number, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.